Event description:
Jostent came off balloon while attempting to insert lad. Dr was unable to retrieve completely. Interventional radiology consulted and successfully removed stent without complications. Ordered 03/21/2006. 2-3 years shelf life. No actual expiration date.